Manufacturer narrative:
Updated information: d4 serial and UDI numbers updated. H6 component code changed to g07003. The investigation for hemolysis/mechanical interaction with blood has been completed. The cause of the issue was not established as no product was returned and limited information was provided on hemolysis and efforts to resolve.

Manufacturer narrative:
The investigation for the pump stop and thrombus has been completed. No product was returned. Log review showed a slight gradual increase in motor current, purge pressure, and pump flow in the last two days of the case. The purge pressure did not exceed 800 mmhg. No major motor current spikes were observed in this time. The p-level was changed from p-5 to p-7, and after being at p-7 for ~30 minutes, there was a small sudden motor current increase followed by a pump stop. There were then multiple unsuccessful attempts to restart the pump. There was a clot found on the pigtail during pump explant. The pump stop also occurred on day 23 of support, which is beyond the 8 day impella cp indication for use. The root cause of the pump stop was not determined since the product was not returned. The root cause of the thrombus could not be determined without additional information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that twenty two days into patient support, an impella cp pump experienced a high motor current and suddenly stopped. Attempts to restart the pump were unsuccessful and the decision was made to explant the device. Following removal, a clot was discovered hanging off the tip of the pigtail. The patient remained stable and the procedural outcome was the patient survived surgery.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 18-year-old female patient. During support, hemolysis was identified with lactate dehydrogenase (ldh) levels exceeding 2.5 times the upper limit of normal, ranging from the 500s to a peak of 916 u/l. The event remained an acute issue at the time of reporting. The hemolysis requiring medical device removal may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as acute hemodynamic instability and potential device-position¿related contributors.

Manufacturer narrative:
Updated information: b5 narrative updated (the event description provided previously reported thrombosis and pump stop. However, additional information provided is regarding hemolysis) d1 brand name updated. D4 UDI number updated. H6 clinical code e0303 added. H6 med dev prob code added a01. Investigation is ongoing for the reported hemolysis.